Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded right ventricular (rv) high shock impedance out of range and the physician decided to perform defibrillation threshold (dft) test prior to the crt-d device replacement in order to test the rv lead. The dft resulted in the crt-d showing an error code 1005, indicating an open circuit condition. The physician then decided to explant and replace both the rv lead and crt-d. No additional adverse patient effects were reported. Additional information was provided. It was clarified that the rv lead was not replaced because the patient does not need a defibrillator, and the physicians performed a downgrade procedure. The rv lead was surgically abandoned and the crt-d was replaced. No additional adverse patient effects were reported. The device is not expected to be returned as it was mentioned it was performing as expected.